Event description:
Angioplasty and stent placement in the stenosed right middle cerebral artery (mca) resulted in significant improvement; however residual stenosis was still observed. A high-grade area of vasospasm was observed at the distal right internal carotid artery causing flow limitation. The patient was administered 5mg of intra-arterial verapamil resulting in resolution of the vasospasm. Attention was placed to the a2 segment of the anterior cerebral artery (aca). Catheterization of the a1 segment demonstrated focal occlusion of the a2 segment and an attempt to cross the guidewire appeared to demonstrate that it was a chronic occlusion. The attempt to access the a2 segment occlusion was abandoned at which point a repeat internal carotid angiogram revealed full occlusion of the recently placed stent. Catheterization of the stent and mca m2 segment was performed and 10mg of intra-arterial tissue plasminogen activator (tpa) were instilled throughout the mca. Repeat injection demonstrated recanalization of the vessel and showed excellent flow through the mca. The patient was discharged in stable condition to rehabilitation approximately 18 days post procedure.

Event description:
Angioplasty and stent placement in the stenosed right middle cerebral artery (mca) resulted in significant improvement; however residual stenosis was still observed. A high-grade area of vasospasm was observed at the distal right internal carotid artery causing flow limitation. The patient was administered 5mg of intra-arterial verapamil resulting in resolution of the vasospasm. Attention was placed to the a2 segment of the anterior cerebral artery (aca). Catheterization of the a1 segment demonstrated focal occlusion of the a2 segment and an attempt to cross the guidewire appeared to demonstrate that it was a chronic occlusion. The attempt to access the a2 segment occlusion was abandoned at which point a repeat internal carotid angiogram revealed full occlusion of the recently placed stent. Catheterization of the stent and mca m2 segment was performed and 10mg of intra-arterial tissue plasminogen activator (tpa) were instilled throughout the mca. Repeat injection demonstrated recanalization of the vessel and showed excellent flow through the mca. The patient was discharged in stable condition to rehabilitation approximately 18 days post procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vasospasm is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Manufacturer narrative:
Subject device was implanted.